Manufacturer narrative:
The pump passed the active current test and self-test. Pump failed sleep current test due to high currents. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump error 25 was found in the history files and traces on 07/07/2024 13:00:00.000. Other power related alarms and alerts were found in history and traces: fault 6: 07/07/2024 06:02:57.000, fault 11: 07/07/2024 03:31:00.000 and fault 73: 07/07/2024 03:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, lcd assembly and j6 connector. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Pump error 25 was confirmed due to a moisture damage on the j6/pcba 1 connector. Unexpected battery power loss was confirmed due to high currents caused by moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported unexpected power loss with the pump multiple times. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer received a power loss alarm. The current battery has been in the pump for at least 1 hour. The customer received another alarm after replacing the battery. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.